Event description:
It was reported, that air bubbles were observed within the infusion set tubing. Reportedly, the customer was using cold insulin. And not performing the air removal step. Tandem technical support educated the customer, that using cold insulin and not performing the air removal step is off label per the tandem user guide. Customer¿s blood glucose level was 240 mg/dl. Customer performed a supply change and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the cartridge user guide cautions, that insulin should be at room temperature before filling a cartridge. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles, when drawing insulin into the filling syringe. Hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text: device not returned.